Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an arteriovenous fistula (avf). A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an arteriovenous fistula (avf). A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a gladiator device, 20 atm was returned for analysis, the following attributes were examined. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in the balloon which is indicative of a leak. The rated burst pressure for this device is 20 atmospheres as per gladiator elite specification. The returned device was attached to an encore inflation unit and positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 30mm distal of the proximal marker band. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination identified multiple shaft kinks. A visual examination found no issues or damage to the markerbands of the device.